Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On 05 april 2022, a customer reported to leica biosystems that on (B)(6) 2022 they experienced suboptimal tissue processing on their asp6025. As a result the tissue was undiagnosable, and a rebiopsy for 3 patients was recommended.

Manufacturer narrative:
The incident was instrument related about a retort reagent valve problem. The investigation revealed that the retort wax valve o-ring was damaged and lead to a blockage in the liquid line because some debris was found behind the plunger in the valve. The density meter showed relatively high abnormal readings in the paraffin steps as well. The leica biosystems service customer and service engineering manager recommended to replace the retort reagent and retort wax valve, which was conducted from the field service engineer. After the repair, all tests have been passed, and the machine is functioning normally. The customer confirmed that the device has been working correctly since the change and repair.

Manufacturer narrative:
Correction: the type for the follow up 01 "additional information" was not selected.

Manufacturer narrative:
Additional information: added unique identifier (UDI) # in d4.